Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of device breakage ("distal extremity of the ancillary equipment (metallic part and gold ring) remained stuck in the tube"), complication of device insertion ("distal extremity of the ancillary equipment (metallic part and gold ring) remained stuck in the tube") and complication of device removal ("complete removal of the part of the ancillary equipment was impossible") in a female patient who received essure (batch no. 835435) for female sterilization. Other product or product use issues identified: device use error "the physician had to cut the metallic part which was stuck". On (B)(6) 2011, the patient started essure. On (B)(6) 2011, the same day of starting essure, the patient experienced device breakage, complication of device insertion and complication of device removal. At the time of the report, the device breakage, complication of device insertion and complication of device removal outcome was unknown. The reporter provided no causality assessment for device breakage, complication of device insertion and complication of device removal with essure. The reporter commented a problem occurred during insertion of essure in the first fallopian tube. The insert was correctly placed for tubal sterilization but on removal, the distal extremity of the ancillary equipment (metallic part and gold ring) remained stuck in the fallopian tube. Complete removal was not possible. The physician had to cut the metallic part which was stuck because it was not possible to remove it completely. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) placed in one fallopian tube. However, when physician was removing the system, a part of the ancillary equipment (metallic part and gold ring) remained stuck in the fallopian tube. The removal was impossible and physician had to cut the metallic part which was stuck. Breakage of the essure catheter during attempted insertion and difficulty in deployment or detachment can occur, especially in tubal ostia that are more laterally located or in cases of tubal spasm. Handling errors and deviations from the instructions for use may also cause a shape alteration of the device. In this particular case, it is not clear if essure broke spontaneously upon removal (and the broken part remained stuck into the fallopian tube), or if the whole essure delivery system remained stuck into the tube and physician had to cut it for removal. Follow-up information and a product technical analysis will be requested to further clarify the events. However, since they occurred in association with essure placement causality between these anticipated events and the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although there was no death or serious health deterioration this might have occurred under less fortunate circumstances.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("distal extremity of the ancillary equipment (metallic part and gold ring) remained stuck in the tube"), complication of device insertion ("distal extremity of the ancillary equipment (metallic part and gold ring) remained stuck in the tube"), complication of device removal ("complete removal of the part of the ancillary equipment was impossible") and wrong technique in device usage process ("the physician had to cut the metallic part which was stuck") in a female patient who had essure (batch no. 835435) inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion, complication of device removal and wrong technique in device usage process. At the time of the report, the device breakage, complication of device insertion, complication of device removal and wrong technique in device usage process outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage and wrong technique in device usage process with essure. The reporter commented: a problem occurred during insertion of essure in the first fallopian tube. The insert was correctly placed for tubal sterilization but on removal, the distal extremity of the ancillary equipment (metallic part and gold ring) remained stuck in the fallopian tube. Complete removal was not possible. The physician had to cut the metallic part which was stuck because it was not possible to remove it completely. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 01-jun-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1628 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Most recent follow-up information incorporated above includes: on 31-may-2017: no answer was received after follow-up attempts. No further information is expected. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("distal extremity of the ancillary equipment (metallic part and gold ring) remained stuck in the tube"), complication of device insertion ("distal extremity of the ancillary equipment (metallic part and gold ring) remained stuck in the tube"), complication of device removal ("complete removal of the part of the ancillary equipment was impossible") and wrong technique in device usage process ("the physician had to cut the metallic part which was stuck") in a female patient who had essure (batch no. 835435) inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion, complication of device removal and wrong technique in device usage process. At the time of the report, the device breakage, complication of device insertion, complication of device removal and wrong technique in device usage process outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage and wrong technique in device usage process with essure. The reporter commented: a problem occurred during insertion of essure in the first fallopian tube. The insert was correctly placed for tubal sterilization but on removal, the distal extremity of the ancillary equipment (metallic part and gold ring) remained stuck in the fallopian tube. Complete removal was not possible. The physician had to cut the metallic part which was stuck because it was not possible to remove it completely. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.639 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 21-jun-2017: quality-safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.